Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier for this event is (B)(4). Patient demographic information was not provided. Reference: (B)(4) (MDR# 9612296-2020-00465): event occurred on (B)(6) 2020. (B)(4) (MDR# 9612296-2020-00466): event occurred on (B)(6) 2020. (B)(4) (MDR# 9612296-2020-00467): event occurred on (B)(6) 2020.

Event description:
The customer reported that the au5800 clinical chemistry analyzer intermittently generated erroneous high sodium (na) patient results. There was no change to patient treatment in association with this event.